Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test. Unable to complete other functional test due to missing retainer. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device communicated properly with blood glucose meter and transfer blood glucose values properly into device . Device received with missing display window cover, minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked case, cracked battery tube threads, missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unable to complete functional test due to missing retainer. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit communicated properly with bg meter and tranfer bg values properly into pump. Unit received with missing display window cover, minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked case(battery tube), cracked battery tube threads, missing retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had battery issue. The customer¿s blood glucose level was 13.3 mmol/l. The customer states that the pump is alarming low battery every 2 hours. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.